Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a partial display and there are broken segments on the display screen. The customer's blood glucose reading was unknown at the time of incident. Customer did not have the pump with him and will call back for further troubleshooting.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass also, unable to perform the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to lcd damage. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads and broken reservoir tube lip.